Event description:
Surgeon was using the ethicon 3-0 vicryl suture with sh needle to suture subcutaneous tissue. The tip of the needle broke off. The tip was later found and removed completely by the surgeon.